Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with normal operating current. No unexpected low battery out limit noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clips lot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer attempted to troubleshoot by removing batteries and received a battery out limit alarm; customer was not able to clear alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.